Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2019-02956. It was reported that the patient was not receiving effective therapy, due to lead migration. As a result, on (B)(6) 2019, the patient underwent surgical intervention where the leads were re-positioned. Therapy was restored post-op.